Manufacturer narrative:
The reported event of regurgitation, calcification, and increased gradient could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2020, the patient presented with dyspnea, edema and chest pain. On (B)(6) 2020, a valve in valve was performed due to regurgitation, moderate calcification and increase gradient. A 26mm evolute-prothese valve was successfully implanted. Post implant, on (B)(6) 2020, the patient presented with cardiac arrhythmia. The patient was reported to be in stable condition. ((B)(6) study; (B)(6)).